Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that mesh was implanted along with concurrent suture of accidental laceration to bladder, cystocele repair due to anterior vaginal prolapsed. Following implantation the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent cystoscopy and excision on (B)(6) 2012 of vaginal graft due to vaginal graft erosion. (B)(4) ¿ urinary problems; undefined recurrence; neuromuscular problems.

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2015 by (B)(6).

Event description:
It was reported that the patient underwent mesh removal on (B)(6) 2015 by (B)(6).